Event description:
A copy of the physician's flashcard was received and the programming/device diagnostic history contained within the flashcard was reviewed. During the review, it was confirmed that the settings changed during an office visit on (B)(6) 2011. The setting change was due to a systems diagnostic test that most likely did not complete during that visit. The settings were reprogrammed prior to the patient leaving the office.

Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on (B)(6) 2011 that a vns patient reported having more seizures since thursday and was feeling like a "zombie". The patient felt like the device was not working. It was noted that the settings had to be readjusted because the setting changed by themselves. In notes dated (B)(6) 2011 it stated that the patient felt drowsy all day long but had not further seizures. The patient does not feel well and indicated the device did not seem to work. Good faith attempts to obtain additional information have been unsuccessful to date however a copy of the physician's flashcard will be returned to the manufacturer for review.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.